Event description:
"An incomplete crack was made between internal medial corner of intercondylar notch and out surface of medical condyle while an assistant trying to retract femur with retractor for tibial cut after femoral notch cutting. The crack was treated by inserting k-wire."